Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the device identified that one of the blades was slightly lifted from the balloon. Most of the second blade was completely detached from the balloon; one small thin piece of blade approx. 5mm in length was still attached to the balloon. The pad was still attached to the balloon. The balloon material was undamaged and the third blade and pad was intact and still bonded to the balloon surface. The balloon was inflated once to 10atm during the procedure, the rated burst pressure of this device is 12atm. The missing part of the blade was not returned for analysis. A visual and tactile inspection identified multiple kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No damage was observed to the tip or markerbands of the device which could potentially have contributed to this complaint. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that removal difficulties, blade lifted and detachment occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. During procedure, the balloon was inflated for 45 seconds at 10 atm while using continuous flushing. After dilation, the balloon was deflated and was attempted to be removed. The blade was caught with the calcified lesion and could not be withdrawn further. A slight force was applied and the device was able to be removed. The balloon was re-inflated at outside patient's body and it was noted that the blade was damaged. A third of portion of one of the blades had detached and remained inside patient's body. The other two blades were noted to be lifted from the balloon pads and slightly floating. A stent was placed in the target area where the blade was detached. The procedure was completed with a non-bsc balloon catheter. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties, blade lifted and detachment occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. During procedure, the balloon was inflated for 45 seconds at 10 atm while using continuous flushing. After dilation, the balloon was deflated and was attempted to be removed. The blade was caught with the calcified lesion and could not be withdrawn further. A slight force was applied and the device was able to be removed. The balloon was re-inflated at outside patient's body and it was noted that the blade was damaged. A third of portion of one of the blades had detached and remained inside patient's body. The other two blades were noted to be lifted from the balloon pads and slightly floating. A stent was placed in the target area where the blade was detached. The procedure was completed with a non-bsc balloon catheter. No further patient complications were reported.